Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed a leak from the sample probe 3-way valve due to insufficient tubing connection. The fse identified the probable cause as a the 3-way valve and tubing. The fse replaced the3-way valve and tubing to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple assays, including, glucose, calcium (calc), sodium (na), potassium (k), chloride (cl), bicarbonate (co2), creatinine, bun urea nitrogen (bun), albumin (alb), total protein (tp), alanine aminotransferase (alt), aspartate aminotransferase (ast), and alkaline phosphatase (alp), involving the au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.